Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2015 with the following findings: a review of the black box revealed multiple power on reset (por) events on (B)(6) 2015. The battery compartment was found to be cracked from the threads down to the sealing on the side. The returned battery cap threads were also found to be stripped and the battery cap was unable to secure tightly to the pump. During evaluation, reboots were duplicated on the pump. Moisture and corrosion was also observed in the battery compartment and on the battery cap. The battery compartment was found to be leaking during a leak test. A test battery cap was used to complete the investigation; no further power interruptions occurred with the pump. The pump¿s cover was removed; there was no moisture ingress found inside the pump and there were no intermittent conditions found to the pcb or to the cgm module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was reportedly no damage to the battery cap; however the battery cap was never replaced and the yellow o-ring was visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.